Event description:
During a laparoscopic ventral hernia repair, the endostitch was used to place mesh through the fascial defect to approximate the fascia. The first bite was unsuccessful and the needle was replaced because it apparently bent. The second grasp through showed that there was a fracture of the needle and a 3.5 segment was broken off. We were unable to retrieve the larger part from the t portion of the device but the 3.5mm portion was in the abdominal wall. Abandoned due to essentially muscle injury during dissection and looking for the fragment and because it was so small in the muscle that the trackers were actually larger than the fragment.